Manufacturer narrative:
Examination: two hpc-0015 drivers (batches 406609 & 432062) were returned; solely the main bodies were returned, with separated/broken tip portions not returned. Both driver bodies were examined under magnification. Each of the two drivers exhibits different visual phenomena and will be recorded below separately. The batch 406609 driver main body exhibits a complex fracture mode with multiple curved/cupped surfaces, or extensions of surfaces, which all lie at various oblique angles to the device axis. Clear signs of ductility are not present at the fracture site (e.g. Necking). The batch 432062 driver main body exhibits a single fracture surface that is curved/cupped and largely oblique to the axis of the device; the fracture region additionally cuts into the main driver body (read: the failure mode did not solely result in the drive feature detaching from the main body, but also resulted in damage to the main body / removal of material on the main body in a region adjacent to where the drive feature connects to the body). Clear signs of ductility are not present at the fracture site (e.g. Necking).no definitive conclusions can be made.

Event description:
We received a report that two screwdrivers broke when attempting to remove the variable screw. The screw head was cut off using a carbide drill, and the plate was removed.however, the tip of the screw remained embedded in the bone.